Manufacturer narrative:
The mcs instrument was returned and evaluated. Failure analysis investigation found that the mcs instrument did not exhibit evidence of arcing. Functional testing of the instrument was not performed as the instrument had no remaining uses. Failure analysis also found that the distal end of the mcs instrument's main tube exhibited various scratch marks with light material removal. The scratches are .115 - .363 in length and not aligned with the tube axis. No other damage was found to the instrument. The tip cover accessory was also returned and evaluated. Failure analysis investigation found that the tip cover was torn and damaged. A 0.168 long hole was observed 0.78 from the distal end of the tip cover and exhibited localized melting at the pellethane sleeve part of the tip cover, indicating that an arcing event occurred. The combination silicone/pellethane part of the tip cover also exhibits a gouged section 0.074 long with material removed and two scratch marks. The tip cover was also installed on the mcs instrument that the tip cover was used in conjunction with. It was discovered that the arcing related damage is located proximal to the wristed area of the instrument. It has been concluded that the gouge/scratches to the tip cover accessory likely occurred because the tip cover accessory made contact with an external object. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: during failure analysis investigation it was discovered that the main tube of the mcs instrument exhibited damage. The damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur. While the customer reported complaint constitutes a MDR reportable event; it has been determined that the mcs instrument did not cause the damage to the patient's vessels. It was determined that damage to the tip cover accessory allowed cautery energy to escape the tip cover accessory, thus causing damage to the patient's vessels. MFR report 2955842-2014-03945 has been submitted to the FDA regarding the tip cover accessory.

Event description:
It was reported that during a da vinci lower anterior resection procedure, while the surgeon was performing lateral pelvic and intraperitoneal dissection while using the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, a fissure in the tip cover accessory was observed. Reportedly, part of the fissure made contact with the patient's external iliac artery and other vessels. Reportedly, cautery energy escaped through the fissure in the tip cover accessory, causing thermal damage to the patient's external iliac artery and other blood vessels. Reportedly, the damage was repaired using sutures. On (B)(4) 2014, intuitive surgical, inc. (Isi) obtained additional information from the distributor regarding the reported event. According to the distributor, the surgeon did not notice the damage to the tip cover accessory when it occurred, as the damage to the tip cover accessory was located proximal to the mcs instrument's wrist. The instrument's wrist was close to the surgical site. The mcs instrument and tip cover accessory were inspected prior to use and there were no issues noted. The cannula was visually inspected and a pin gage tool was used to ensure that the cannula was not defective. There were no abnormalities discovered during the inspection. A 3rd party electrosurgical (esu) generator was used during the surgical procedure. The esu's coag setting was 20 watts. The mcs instrument was in use approximately 160 minutes prior to when the incident occurred. The mcs instrument was also removed during the surgical procedure. According to the distributor, the planned surgical procedure was completed with the da vinci surgical system. The patient was discharged from the hospital as scheduled and there has been no report that the patient experienced any post-surgical complications as a result of the reported event.